Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: failure of ICD therapy in lethal arrhythmogenic right ventricular cardiomyopathy type 5 caused by the tmem43 p.ser358leu mutation. Heart-rhythm case reports. 2016;2(3):217-222.

Event description:
A journal article was reviewed which contained information regarding this patient's implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient had collapsed at home. Basic resuscitation was started immediately. The ICD delivered "repeated" shocks. Once the patient was at the hospital, 12 additional external shocks were delivered due to ventricular fibrillation (vf). The author indicated that the device was unable to shock the patient out of ventricular tachycardia (vt). Despite all the attempts at resuscitation, the patient died shortly after arriving to the hospital. The article also noted that two days prior to the cardiac arrest, the patient had two episodes of "palpitations." The device was noted to have given "successful anti-tachycardia pacing (atp) therapy." The patient was then sent home the same day, as all parameters were "stable." There were no post-mortem device recordings available; however, the manufacturer noted that the device was without errors at postmortem investigation. An autopsy was performed and it showed changes in the myocardium that are seen in patients with this type of severe heart defect. Of note, the patient had had three previous ventricular tachycardia (vt) ablation procedures with "apparent success and freedom from vt for several years." The family history of the patient was unknown due to the patient being adopted from another country. No further information was provided. Further follow up did not yet yield any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.